Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a sleeve gastrectomy, the surgeon started stapling with the green load for the second fire, but realized it was bleeding when he finished. He verified that there was only a cut line and the staple line was open. Surgery was not delayed and was successfully completed with extra suture. No fragments were generated and there were no patient consequences.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent: 7/15/2020. B2; h1,6: corrected data. Additional information received: the patient died due to fistula and other complications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How long after initial procedure did patient expire? Please provide timeline of events. Did the patient receive any medical intervention after initial procedure (reoperation)? If so, please provide details of what was found during reoperation. How was the leak identified? Was the location of the leak on the staple line where issues were experienced during initial procedure? What stapler was used with the reported reload? What other color reloads were used? Does the surgeon routinely wait 15 seconds prior to firing? Was buttressing material used? What was the patient bmi? Was an autopsy performed? If so, can the results be shared? Does the surgeon believe the event was related to issue experienced in initial procedure?